Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set's tubing detachment while sleeping. The patient also stated that the cannula stayed in place, but the tubing broke off at the quick release and the patient noticed it upon waking up. This was the third time that this had happened. The infusion had been in use for one day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.